Manufacturer narrative:
Additional information: h11: upon additional information, the product is no longer suspect in the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight hundred twenty-five (825) syringe inlets had particulate matter such as hair, fiber, and black spot. This was discovered during the inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.